Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that on the morning of (B)(6) 2012 at 10:15am she began to feel shaky, sweaty and dizzy. Approximately 15 minutes after the onset of symptoms the patient tested with the subject meter and obtained a reading of "4.2 mmol/l (76mg/dl)". The patient stated 5 minutes later she then tested with another device (contour brand meter) and obtained a reading of "2.1 mmol/l (38 mg/dl)". Based on statistical methodology, the calculated difference between the readings exceeds the expected value of <= 30mg/dl. Shortly after testing with the contour brand meter, the patient claimed she treated herself with food and/or drink and confirmed feeling better afterwards. The patient informed the csr that she had not tested her blood glucose with the subject meter earlier that day prior to the onset of symptoms. The csr noted that the patient stated that "after doing this for several years that she tests after the onset of perceived symptoms or if she doesn't feel well". It is not known when the patient last tested her blood glucose with the subject meter prior to (B)(6) 2012. At the time of troubleshooting, the csr noted that the patient was following the correct testing technique and the test strips appeared in good condition. The patient did not have the test strips or control solution available to run a control solution test. Although the patient developed symptoms suggestive of severe hypoglycemia, there is no indication that the subject meter caused/contributed to this serious injury. The patient was already symptomatic prior to obtaining the alleged inaccurate reading. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k #= k110637.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.